Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a pump had a no disposable, pump wont run alarm with two pumps. When the first error occurred, the patient switched pumps and cassette and received the error again and switched pumps and got the error again. Two cassettes failed. The patient was advised to switch to a new cassette. The event occurred while in use with the patient. The event did not cause any injury. The patient had a backup device and was able to continue the infusion. The infusion is life sustaining. The event was resolved. The product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number, UDI number), are unknown. No information has been provided to date.